Event description:
It was reported to philips that the system crashed and repeated startups did not solve the issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the was used for coronary angiography at the time of event and the surgery was cancelled and patient was sent back to the ward. It was reported that the system crashed during use, and customer restarted several times, but the problem did not solve. Upon further inspection, philips field service engineer (fse) visited onsite and called and checked with customer and confirmed that the reported problem had not occurred. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.